Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they experienced a power system error. The customer¿s blood glucose level was 16.0 mmol/l at the time of the incident. Customer reported the internal power source was unable to charge and reported no insulin in storage. Customer noted the insulin pump did not receive any kind of damage, and there was 80 units at the last check. During troubleshooting, customer was advised to disconnect from the insulin pump, and reset it. Customer noted it did not resolve the issue. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with operational currents within spec and passed self test and displacement test. Power error 25 due to connector resistance issue on the electrical board.